Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the icontrol interface lost connection with internal components. A review of the log file showed an issue with the collimator and its connections, as well as communication problems from the collimator to the rest of the system. Upon troubleshooting, the fse found that if the collimator card was reset manually, the connection was restored. The fse replaced the collimator with a new one, but the failure persisted. Reconfiguration was performed, but it still does not work properly. To resolve the issue, the previous collimator was reinstalled, and the fse reloaded the software on the collimator controller. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the icontrol interface had lost connection with internal component which can impact a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.